Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was having issues with the program that they were on because they had an accident the ¿day before yesterday,¿ (B)(6) 2017. They hoped it was a fluke,but then the patient had to get up 5 times last night and ended up having an accident where they got their bed wet. It was noted that they talked to the healthcare provider¿s office and were told to switch programs. They connected with the device and found that stimulation was on, on program 2, at 0.9v. They were assisted with changing to program 3 at 0.7v, where the patient noted that they felt comfortable stimulation. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.